Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller overheating especially at night was not confirmed. A review of the downloaded controller event log file spanned approximately 5 days (28sep2025 ¿ 02oct2025 and 07may2025 per time stamp). The controller¿s internal temperature ranged from 37 - 48 degrees celsius while operating the pump, which is within the expected range. Design input requirements detail the controller case should not exceed a 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no notable alarms active in the log file. A review of the downloaded controller periodic log file spanned approximately 39 days at 1-hour intervals (24aug2025 ¿ 02oct2025 per time stamp). The controller temperatures were within the normal range. There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis and remains in use. The heartmate 3 instructions for use explains that the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that there was no patient harm due this event and no products were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated that their system controller seemed to be getting hotter than usual, especially at night. It was confirmed that the patient was not putting it under the covers. Log file review was requested, and there were no unusual events recorded in the log file event history. The system controller and pump temperatures captured in the log file were within normal ranges.